Event description:
Baxter reports, "a pt's transfer set needed to be replaced because of leakage of the peritoneal dialysis fluid through the tubing. The occluder feet are broken, so leaks can be observed when the mini cap is removed. The reported transfer set was placed in 01/2005." There was no pt injury or medical intervention associated with this incident.